Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's other blood glucose was 487 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and cosmetic damage. The customer was wearing the insulin pump for less than 48 hours prior hospitalization. The insulin pump will be returned for analysis.